Manufacturer narrative:
4114,3221,4315 are associated with pending system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while setting up for a case, the site was unable to load an exam from a cd drive. They switched to their other navigation system and they were able to load the exam. No further details are known. No patient was present.